Event description:
New information on (B)(6) 2018 stated that the device was reprogrammed and resumed normal functions. The patient would continued to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited far field p-wave oversensing. No intervention as performed. No further information was available.